Event description:
It was reported that the user experienced hyperglycemia while using the ilet and self-administered 5 units of subcutaneous insulin via pen without disconnecting from the pump, after which they performed supply changes and observed glucose decrease from 345 mg/dl to 298 mg/dl. Symptoms included hyperglycemia. Outcomes included serious injury/illness/impairment and unexpected medication intervention. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.